Manufacturer narrative:
E1 - initial reporter phone has an additional phone number (B)(6). Additional contact: (B)(6), msn, rn, ccrn, manager imcu and cmu, interim manager (B)(6) healthcare. It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If the device is returned in the future, or if additional information is received, then a supplemental emdr will be submitted containing the pertinent information.

Event description:
The event occurred on unknown date involving an unspecified plum 360 pump where the customer reported that the pump shut off in the middle of infusion. This recently happened on a septic patient and his blood pressures dropped rapidly when the pump turned off. Additionally, the customer was currently using a mix of the plum360 and bd alaris pumps in the ICU. There was patient involvement and unknown patient harm reported.